Event description:
It was reported that the ventilator was powering down while on a patient. No patient harm reported. It is unknown if the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na